Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot number 73522ud01. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the lot number and complaint issue. The historical performance of the lot 73522ud01 was evaluated using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Additionally, per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 73522ud01 was identified.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided: initial result = >50 ng/ml, saline dilution result = 31.849 ng/ml, result after peg treatment = 4.008 ng/ml, result on beckman platform = 4.482 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided: initial result = >50 ng/ml, saline dilution result = 31.849 ng/ml, result after peg treatment = 4.008 ng/ml, result on beckman platform = 4.482 ng/ml no impact to patient management was reported.